Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient called in with complaints of nausea and vomiting and low flow alarms. Patient passed out and came to the emergency room (ER). Upon interrogation, it was noted that the pump stopped multiple times and all these stops would have been on batteries. The log file captured pump stops on (B)(6) 2019. This type of behavior can been linked to potential issues with the percutaneous lead. These issues appear to be occurring on battery power which indicates this may be caused by a percutaneous lead phase to phase short. On (B)(6) 2019, tech services arrived onsite for driveline evaluation / repair. Performed repair ~2.5" inches from the exit site. Percutaneous lead replacement performed. Post repair, tethered patient on grounded patient cable; patient experienced pump stops / red heart alarms while reclining which suggests potential internal wire damage. Returned patient to batteries / unshielded patient cable without issue. Successful hmii to hmii pump exchange on (B)(6) 2019 due to suspected internal driveline fracture. No further or additional information was provided.

Manufacturer narrative:
Section d4: additional information section d7,10: correction - the percutaneous lead segment from the external repair was returned on (B)(6)2019. The pump was returned on (B)(6)2019. Section g3: correction section h3,4: additional information manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed the report of suspected internal driveline wire damage that could have contributed to the reported pump stoppages. The submitted system controller log file data captured low speed/pump stoppage events the late morning of (B)(6)2019, resulting in low speed advisory/hazard and low flow alarms. The abnormal pump operation occurred while the system was connected to battery power and appeared consistent with potential driveline wire damage. A distal end driveline replacement was performed on (B)(6)2019 under work order 00073817 and approximately 16.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of the rescue tape repair from around the terminus of the distal end bend relief, small areas of cosmetic damage to the outer silicone sleeve were observed at approximately 2.5 inches and 3 inches from the metal connector; however, no damage was noted to the underlying clear bionate layer. The metal braided shield appeared to be in overall fair condition considering over 7 years of use with only a few areas of minor to moderate shield breakdown noted. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The pump stoppages did not resolve following the distal end driveline replacement and the patient subsequently underwent a pump exchange on (B)(6)2019 due to suspected internal driveline wire damage. Upon disassembly of the returned device, visual examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The driveline was cut approximately 1 inch from the nipple of the pump housing and the remainder of the driveline was returned in two segments. The middle returned portion of the driveline containing the dacron velour section measured approximately 12 inches in length and the distal returned portion of the driveline measured approximately 26 inches in length, which contained the prior driveline replacement site. The outer silicone sleeve and clear bionate layers of the driveline segments revealed no evidence of damage. Two areas of significant breakdown of the metal braided shield were observed on the internal portion of the driveline at approximately 3-5 inches and 7-8.5 inches from the nipple of the pump housing. Electrical continuity testing of the three driveline segments returned with the pump did not reveal any completely broken wires; however, when continuity testing was performed on the middle driveline segment that measured approximately 12 inches in length, an electrical short between the conductors of the black, brown, and red wires and the metal shield was able to be induced when the driveline was manipulated in the area of severe shield breakdown at approximately 7-8.5 inches from the nipple of the pump housing. Visual inspection of the underlying wires in this area revealed large breaches in the insulation of brown and black wires as well as smaller breaches in the insulation of the red and green wires at approximately 8-8.5 inches from the nipple of the pump housing, exposing the inner metal conductors. In addition, hipot testing of the driveline revealed an additional small breach in the black wire in the other area of shield breakdown at approximately 5 inches from the nipple of the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and hipot testing of the remainder of the returned driveline segments revealed no additional areas of compromised wire insulation. The reported pump stoppages could have been caused by a phase-to-phase electrical short, which would occur if the exposed conductors of any two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on battery power as recorded in the submitted log file data or when using an ungrounded patient cable. The system also had the potential to produce an electrical short to ground, during which an interruption in pump function could result if the exposed conductors of any of the compromised wires contacted the braided shield while the system was operating on a tethered power source (such as the power module or mpu) using a grounded patient cable. No further information was provided. The manufacturer is closing the file on this event.